Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported experiencing vaginal pain during menstrual cycle while her tampon was inserted. A medical professional was seen. The consumer also reported experiencing a yeast infection with medical intervention. The consumer reported that the pledget unraveled into two pieces and she is confident that all of the pieces were removed.